Manufacturer narrative:
Dip switch settings. Dip switch settings sent incorrectly.

Event description:
It was reported by service report that nurse call is not working. No patient involvement or adverse consequences are reported.